Manufacturer narrative:
(B)(4) - failure of plate locking mechanism. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Qty to be returned has been entered as ¿2¿. Were 2 reservoirs associated with the complaint? If only 1 reservoir had the issue, why are 2 samples being returned?

Event description:
It was reported that the patient underwent an unknown reconstructive surgery on (B)(6) 2016 and the reservoir was connected to a drain. After the procedure, the lock of the reservoir was too hard to lock at the ICU. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. All components are in place and in good conditions as well as the end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.